Event description:
It was reported that while in the cath lab, the 40cc intra-aortic balloon (iab) was inserted via a sheath. The tubing was primed and the pump began augmentation / assisting; pump was alarming "gas loss". All the tubing connections were checked, helium was open, and the rn changed the tubing and the pump. After switching to a new pump, this pump alarmed "gas loss" and the rn switched the tubing again. The alarming continued and the iab was removed and replaced with another iab and the alarm stopped. The patient outcome was "good" and the iab was discontinued eight hours later. There is no more information available about the iab product number.

Manufacturer narrative:
Sample will not be returned for evaluation.